Manufacturer narrative:
Submit date: 03/07/2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, the technician found a faulty lcd screen. The unit has been repaired, software updated and the unit was tested per procedure. The unit was restored to proper operation.

Event description:
It was reported to covidien on 10/18/2016 that an issue occurred with an enteral feeding pump. Customer reports: feeding pump has blank screen